Manufacturer narrative:
Initially, it was reported that there was a hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6) 2020 and observed on (B)(6) 2020 that the device was returned in the condition reported as the hemostatic valve was separated from the sheath. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where a hemostatic valve separation issue occurred. It was reported that hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath - large was put into the body, physician prepared to insert the smarttouch, (st) but he found few blood dripped from the entrance of the st catheter. So physician didn't implant the st catheter, and withdrew the sheath out of the body immediately. Change a new carto vizigo¿ 8.5f bi-directional guiding sheath - large to complete the procedure without any problem. There was not any impact to patient. A small hole in hemostasis valve was visible. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The caller was not sure whether any air entered the patient¿s body. No percutaneous or surgical removal was required. Blood return was observed however, hemodynamics was not compromised due to bleeding (7 ml). No medical intervention required to stop the bleeding. An analysis was performed on the pictures that were provided by the customer. According to pictures, the hemostatic valve was observed folded inside the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find root cause of complaint. The device was visually inspected and the hemostatic valve was found separated from the catheter. Also, several kinks were found on the shaft. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The bent condition on the shaft could be related with the handling of the product during shipping. For the hemostatic valve issue, the odp (optimal device performance guide) provides additional instructions of how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device received information was already submitted under the 3500a follow-up #1 under h10 addnl. Manf. Narrative/corrctve data. However, during an internal review on 11/10/2020 it was noted that this information was not included in section d. Therefore, d10. Device available for evaluation?, d10. Date device returned to manufacturer and d10. Is device returned to manufacturer? Fields have been processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where a hemostatic valve separation issue occurred. It was reported that hemostatic valve was observed folded inside the hub. After the carto vizigo¿ 8.5f bi-directional guiding sheath - large was put into the body, physician prepared to insert the smarttouch, (st) but he found few blood dripped from the entrance of the st catheter. So physician didn't implant the st catheter, and withdrew the sheath out of the body immediately. Change a new carto vizigo¿ 8.5f bi-directional guiding sheath - large to complete the procedure without any problem. There was not any impact to patient. A small hole in hemostasis valve was visible. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The caller was not sure whether any air entered the patient¿s body. No percutaneous or surgical removal was required. Blood return was observed however, hemodynamics was not compromised due to bleeding (7 ml). No medical intervention required to stop the bleeding. The issue was assessed as an MDR reportable hemostatic valve separation issue.